Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation laboratory (fi). A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen panel had terrible deviation, and failed five minutes after the device started up. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention or delay in therapy reported. Replaced the device with another v60. The manufacturer's product support engineer (pse) evaluated the device. The reported problem was confirmed and traced to a faulty touchscreen that needs replacement. The pse replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service.